Event description:
It was reported that the customer was experiencing unexplained low blood glucose for several hrs. The customer's glucose reading was 62mg/dl. Troubleshooting was performed. It was stated that the customer was not connected during prime. The programming, time, and date were correct. It was stated that the reservoir is showing the same amount of insulin that the status screen shows. The mother stated that the insulin pump possibly over delivered more than 100.0 units of insulin after changing the reservoir. It was stated that the mother had to go to school and treated her son with juice and food with the help of the school nurse. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.